Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 400 mg/dl. The customer complained of sweatiness, red color, headache, and sickness. He advised that he treated with manual injection, and the most recent blood glucose reading was 354 mg/dl. He stated that the high blood glucose event occurred the night prior, and in the morning he had a low blood glucose reading of 47 mg/dl. He stated that the insulin pump had not alerted to inform him of his low glucose state. He ate to treat, and in about 2 hours, the blood glucose reading rose to 320 mg/dl. He treated with the insulin pump, and in 2 hours, he reached the most recent blood glucose reading of 354 mg/dl. Upon troubleshooting, it was found that the insulin pump was working as designed and passed the high pressure test. He stated that he treated with another manual injection. He was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.